Event description:
Customer states that pump is not delivering any food during testing. Rate, dose and food are 500 ml/hr. 10 ml, and water.

Manufacturer narrative:
Pump was tested for accuracy several times, using water. Pump delivered amount within specification (specification is +/-5%). Complaint could not be confirmed.